Event description:
Physician reported "right side deflated". The device was implanted after expiration date. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, yellow particles and opening curved on radius leak test and microscopic analysis was performed which identified: opening crease smooth on anterior and striated opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -a striated opening on radius assessed as surgical damage consist in the use of some surgical tool. -an opening crease smooth on anterior assessed as fold flaw opening.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional/changed data: b.5, d.7, d.10, g.1, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "right side deflated". The device was implanted after expiration date. The device remains implanted.